Manufacturer narrative:
(B)(4): evaluation - (limited information available) 313 inherent risk of procedure (stent thrombosis).

Event description:
The patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The lesion was 80% stenosed. Five days post procedure the patient was rehosptialized with elevated enzymes. Thrombus was confirmed in the stented area. Ballooing was performed, 3 inflations up to 8 atms. The patient is reported to be stable post procedure.